Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient had not used her stimulation since (B)(6) 2016 following an unrelated surgical procedure. The ipg was confirmed inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced with a different model. The patient reported effective therapy following the procedure and the issue is resolved.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg ((B)(4)) entering service application state. Investigation is complete and being monitored by the manufacturer.